Manufacturer narrative:
The manufacturing and material records for the crown prt aortic pericardial heart valve, model # cna21, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a crown prt aortic pericardial heart valve at the time of manufacture and release. The manufacturer attempted to retrieve additional information on this event and on the device disposition after the explant. However, no further information has been received to date. Based on the available information, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficits were identified. Considering the implant time ( approx. 4 years), it is reasonable that the failure reported refers to a structural valve deterioration of the prosthesis. However, since no inspection on the device was possible and no further information was received, the root cause cannot be ultimately stated. It should be noted that structural valve deterioration is listed as a potential adverse event in the crown valve IFU. The event is, therefore, a known inherent risk of the device.

Manufacturer narrative:
Unknown disposition.

Event description:
On (B)(6) 2016, a patient received a crown cna21 in aortic position. The patient underwent a re-do aortic valve replacement due to suspected valve failure, and received a mitroflow dla21.